Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they didn't think their stimulator was working because they would go into the therapy app and increase their stimulation to where they could feel the pulsating, but as soon as they turned off the handset the sensation would go away. Agent walked patient through checking their settings and patient was able to successfully increase stimulation (from 5.0 to 6.5) to a level where they felt it comfortably in the bike seat area. Patient correctly exited the app (and wasn't turning off therapy accidently). Patient said the current program they were on was the program that the healthcare provider (hcp) selected. Patient services reviewed option of patient leaving handset on continuously and tracking symptoms to see if there was any difference in symptom control (as patient claimed that they thought implant was defective and said they would stop feeling stimulation sensation the second they turned off handset when they typically felt stimulation at all times in the bike seat area). Patient said they loved their first implant because they were out of diapers in 3 days after implant, but since they got their second implant they were still in diapers. Pt said right after they got the second implant the stimulation felt good but then the manufacturer representative (rep) started playing around with the settings and then "it didn't do anything". Agent asked if patient was getting a 50% or better reduction in their symptoms and patient said they were not. Patient will follow up with hcp in (B)(6) after keeping handset powered on. Patient said that x-rays have been done and no issues were discovered and said they had been in office with hcp and rep and implant was interrogated and no issues were discovered. The patient was redirected to their healthcare provider to further address the issue. The issue was not resolved through troubleshooting. Patient will monitor symptoms and follow up with healthcare provider if issue persists.